Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a transmitter's power prongs were damaged and melted. The device was replaced. There was no patient involvement.